Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned. All tines were intact, and no anomalies were noted. Visual inspection of the lead found no anomalies to the lead body. Electrical testing was normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead was unable to be implanted after several attempts. The lead was not used, and a new lead was implanted. The patient was recovering with no adverse consequences.